Manufacturer narrative:
This is the same pt/event as MFR #s 2249697-2010-01465; 2249697-2010-01466 and 2249697-2010-01467. An eval of the device cannot be performed as the device was retained by the pt and not returned to the MFR. Additional info including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had bilateral revision of patella's and of tibial inserts. New patella's and new inserts were implanted." This per is reporting right knee revision.